Event description:
The coil tangled and stretched.

Manufacturer narrative:
The report we rec'd indicated that there was coil deformation. A 6mm aneurysm emboli at inter carotid artery-posterior cerebral artery: after placing the micorcatheter (mc) (excelsoir/bsj/size unk) was used as a first coil usually, the 1st coil makes a frame in the wall of aneurysm. However, this prod got tangled and could not make a frame well. Therefore, the physician decided to pull the coil back into the mc, but the coil was a little stretched, so he withdrew dcs and mc. Same mc was placed again, the procedure was completed with new dcs. There were no adverse effects to the pt. The prod was not returned for eval and testing. Add'l info will be submitted within 30 days.